Event description:
The device was returned to the service center with a report from the customer contact that "delivery defection in module 1 (inaccurate-under delivery). No add'l info was provided. This is not a reportable malfunction. However, during verification testing at the service center, it was noted that channel 1 of the device regulator closer was not fully seated and did not detect a distal occlusion.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.